Event description:
Customer alleges wheelchair's screws on side panels would not stay in holes of chair. Spokes in wheels are allegedly coming apart. Alleges also right wheel is about to run off the chair. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9000xt, serial number/date code: (B)(4) is approximately 10 months old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the screws on the side panels would not stay in the holes of the chair. The customer attempted to make repair by replacing the loss screws and found that they also would not stay in the holes. The customer also alleged the spokes in the wheels were coming apart. She alleged the right wheel is about to run off the chair. Both wheels came apart and the user was unable to make repairs. The customer returned the chair to the dealer. The malfunctions mentioned has a potential for injury. MDR filed.